Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing heparin was not identified during a review of the device logs. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A review of the concomitant pcu¿s event log showed that on (B)(6) 2025 at 6:13 am suspect pump module was selected for a vtbi change of a previous infusion with the following infusion parameters: heparin (allegedly, drugid=unknown); volume to be infused (vtbi)=250 ml; rate=9.9592 ml/h; drug amount=25000 units; diluentvolume=250 ml; patient weight=84.4 kg; dose=11.8 units/kg/hour; primary volume infused (pvi)=1753.24 ml; secondary volume infused (pvi)=0. It should be noted that all the infusions identified in the event log were reprograms of a previous infusion, the initial infusion drug ID could not be determined as the earliest log entry only shows additional reprograms on (B)(6) 2025. There were no programmed infusions with the reported vtbi of 10. 8032 ml, however these infusions did correspond to the reported diluent volume and concentration, the last infusion corresponding to the reported rate of 10.8032 ml/h. At 10:08 am the user changed the dose to 14.8 units/kg/hour. Rate changed to 12.4912 ml/h. Pvi=1791.75 ml. At 4:28 pm the user changed the dose to 12.8 units/kg/hour. Rate changed to 10.8032 ml/h. Pvi=1870.86 ml. At 5:19 pm the user channeled off the unit. Pvi=1879.24 ml. Total pvi infused was calculated by dchu as: pvi at end of infusion-pvi at start of infusion=1879.24 ml-1753.24 ml=126 ml. Testing of the devices could not be performed due to no devices being returned for investigation. Bd alaris system user manual v9.19, states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing heparin was not identified during the investigation. Review of the device logs demonstrated the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. The heparin was a routine order of 10.8ml/hr with an intended volume to be infused (vtbi) of 10.8ml. The total bag volume was 250ml. The heparin was programmed manually using the guardrails drug library. Cpc and ptt ordered, medication was put on hold. Device was sequestered. There was patient involvement but no patient harm. Additional information provided: customer states no additional information will be provided as all the known details have been provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. The heparin was a routine order of 10.8ml/hr with an intended volume to be infused (vtbi) of 10.8ml. The total bag volume was 250ml. The heparin was programmed manually using the guardrails drug library. Cpc and ptt ordered, medication was put on hold. Device was sequestered. There was patient involvement but no patient harm. Additional information provided: customer states no additional information will be provided as all the known details have been provided.